Manufacturer narrative:
The device history record and lot history could not be reviewed as the customer did not retain the finished goods lot number. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established. Without a sample, it is not possible to isolate the root cause. We purchase the infusion sleeves from two different suppliers which could be related to the slight color difference. The color difference does not affect the performance of the sleeve. After a thorough investigation of this complaint, it has been determined that this sample met specifications; therefore, quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported a difference in irrigation during some procedures. The irrigation was different depending on the color of the infusion sleeves. The irrigation amount was getting larger and number of chemosis cases occurred. The procedures were performed and completed without product replacement. This is one of two events from this facility.